Event description:
It was reported that the pump intermittently shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.